Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with unresponsive buttons as a result of corroded keypad traces. Unable to confirm the button error. The device was received with scratched screen, cracked reservoir tube lip, missing end cap sticker, and loose/protruded drive support disk.

Event description:
The customer reported that the insulin pump stopped functioning while attempting to give a bolus. The customer pressed the activate button to bolus, hit down the button and then it scrolled automatically and gave button error. The caller changed the battery four times and the unresponsive buttons continued. The blood glucose level was unknown. Advised the caller to discontinue the use of the device and revert to back up plan. No further information was provided.